Manufacturer narrative:
Method - device not returned, follow up with company representative.

Event description:
It was reported that a patient enrolled in a post-market clinical trial underwent a kyphoplasty procedure. During the procedure, a disc injury and a cement leakage into at levels t12/l1 were observed. It was noted that no treatment was required and the event resolved on (B) (6) 2008. No further information was reported.